Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer called in requesting assistance changing their settings from units to carbohydrates. Customer experienced elevated blood glucose levels (267 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting their settings.